Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by loose upper and lower latch switch bracket screws. The upper and lower auxiliary assemblies were replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.